Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and damage to their insulin pump. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states the reservoir compartment is damaged and the reservoir was loose. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had a cracked case at the display window corner, cracked battery tube threads, a completely broken off reservoir tube lip and the test reservoir could not lock/click in place. The pump also had minor scratches on the display window. Unable to perform the basic occlusion and occlusion tests due to the reservoir tube lip anomaly. The pump passed the operating currents test, self test, unexpected restart, displacement, prime and no delivery alarm tests.